Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. The cause of death was unknown. No further information is available at this time. It was also reported that there was a possible drowning incident.

Manufacturer narrative:
Analysis was normal, no anomalies were found.